Event description:
Device returned for analysis with report of pump explanted - stopped working and patient became painful. Pump had high pitched continuous alarm. Follow up information revealed patient had undergone radiation therapy for cancer and pump was exposed to radiation. The pump was out of the radiation field on 4/2002 at the beginning of the therapy and found to be partially within the field at a later date 5/2002. Estimated maximum dose exposure was 2800 cgy to part of the infusion mechanism for 14 days and minimum sode exposure of 2000 cgy for 10 days. New pump implanted with relief of pain.